Event description:
It was reported to medtronic minimed that the customer experienced missing segments/partial display. The customer reported no adverse event. The event involved product(s) mmt-1882. Customer reported an issue with the pump display. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Mmt-1882 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test. The pump was cut open to perform visual inspection and found no physical or moisture damage on the electronic assembly or lcd glass or lcd controller. After looking through pump history and trace files, no evidence of bolus stopping before reaching scheduled delivery was noted on the event date or the day before the event date. Trace file screenshots of bolus reaching scheduled deliveries on and around the event date are located in the attachment tab. No insulin flow block alarms in the pump history files are shown around the event date. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Missing segments not confirmed during testing or analysis. Allegations of bolus stopping before reaching scheduled delivery not confirmed in the pump history files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.